Manufacturer narrative:
It was reported that right after stent placement, the stent was found coming off from the hepatic duct because the stomach was pulled up towards the thorax with the stent due to the influence of esophageal fissure hernia. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "was found coming off from the hepatic duct (free air) because the stomach was pulled up towards the thorax with the stent due to the influence of esophageal fissure hernia", it is assumed the stent was removed from the hepatic duct due to progression of the patient's disease and patient's condition. Then, it is considered that emergency surgery was performed for stomach hole closure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s eus-bd system may include, but are not limited to: stent migration, stent dislocation". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent was successfully placed for hgs from hepatic duct to stomach. However, during checking the stent position under perspective image right after removing the scope, the stent end in hepatic duct was found coming off from the hepatic duct (free air) because the stomach was pulled up towards the thorax with the stent due to the influence of esophageal fissure hernia. After that, an emergency surgery (suture) was performed for the stomach hole closure and the patient is in a good condition now.